Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a photo of one device. Visual inspection of the cartridge revealed that the loading unit was received with several malformed staples embedded into the pushers on the clamping surface of the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one image and one device. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. The anvil clamping mechanism was deformed. The image noted several malformed staples embedded into the pushers on the clamping surface of the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade and back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. However, the investigation detected a secondary condition of excessive manipulation that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The stapling device was being applied to off the bronchus. The stapler was able to fire but there was poor staple formation. Some of the staples in the reload were still stuck in the cartridge after firing. Could not remove the reload from the patient. In order to resolve the issue and complete the case, had to manually remove the staple cartridge from the tissue. The procedure was converted from endoscopic to open due to the device problem. The incision was extended by more than one inch. The surgical time was extended by thirty minutes or more resulting in the patient being under anesthesia for longer. The patient outcome is alive, no injury.